Event description:
Information received indicates the bed will not go into the reverse trendelenburg position when the bed is in the high position.

Manufacturer narrative:
The facility replaced the red cable between the logic and connector board to repair the bed.